Event description:
It was reported that a signal loss occurred frequently - every day between (B)(6) 2026 and (B)(6) 2026. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).